Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to back-load the advanix pancreatic stent over a guidewire, the guidewire punctured a hole through the stent. The physician confirmed that the guidewire did not go through one of the fenestration holes of the stent. The procedure was completed with this advanix pancreatic stent in place. There were no patient complications reported as a result of this event.